Event description:
It is reported that the head trial was dropped into the pt and could not be retrieved. The doctor looked around for an hour and a half, but could not find it anywhere. They called in x-ray, but x-ray couldn't find it either. The doctor then decided to call it and sewed the pt up, leaving it in.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.